Event description:
The pt was admitted for a procedure in 2009 with a 90% lesion in the mid left anterior descending branch. The lesion was restenotic of a previously implanted cypher stent (details are unk), which was treated with a taxus stent (details are unk), which later had restenosis as well. The vessel was slightly calcified and moderately tortuous. A guiding catheter (non-cordis product) was engaged and a guidewire (non-cordis product) was delivered. The lesion was pre-dilated and a 2.5 x 8 mm cypher stent was delivered to the target lesion. The balloon was inflated at 16 atm for 20 seconds. After deflation the physician tried to remove the cypher, but there was friction and the cypher was stuck. Then, a guidewire (non-cordis product) was inserted alongside the cypher, but the cypher would not move. Therefore, the balloon catheter was re-inserted alongside the cypher, and inflated at 2 to 3 atm, however, the cypher remained stuck. Eventually, the physician retrieved the cypher with the guiding catheter, as a single unit. The procedure was successfully completed. There was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info wil be submitted upon 30 days of receipt.